Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an atrial lead check failure, which lead to anti-tachycardia pacing (atp) being disabled on the implantable cardioverter defibrillator (ICD). Further investigation revealed that the atrial lead was functioning normally. The device remains in use. No patient complications have been reported as a result of this event.